Event description:
It was reported that the pt experienced a loss of stimulation sensation. There was no known accident or incident related to the complaint, though the pt caught her implantable neurostimulator (ins) on a lawn chair when standing up several days earlier. The ins is very close to the pt's skin. It was also reported that the pt could not adjust stimulation and the ins light was not displayed on the pt programmer. Additional has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).